Event description:
It was reported that: while ventilating a pt, the device was noted to power off. The device powered back on and ventilated the pt at the previous user set parameters. The user transferred the pt to another device. No pt injury. A biomed evaluated the device and attempted to download the device log; however, during his attempt, the device powered off and would not power back on.